Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the merlin programmer, a loud pop was heard and the programmer powered off. The programmer could not be turned on again. There were no adverse effects to the user resulting from the programmer.